Event description:
The sales rep indicated that the product was mislabeled. The product in the packaging is an optease filter, however, the hang hook says trapease. A picture has been attached in the service request.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.